Event description:
It was reported there was a loss of therapy and a device revision. The patient's stimulation was targeted in his low back (l5 / s1) and right leg. The patient could not feel stimulation on the left side, but could feel it on the right side. The problem started about a month ago and he was unable to adjust the patient programmer to get the therapy he needed. The implantable neurostimulator (ins) had to be taken out and put back in about 4 months ago because it was laying on a disc. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).